Manufacturer narrative:
Zimvie complaint number (B)(4). One 3i t3 non-platform switched tapered implant 4 x 13mm (bost413) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Also fracture screw identified inside implant. Functional testing could not be performed since the implant and screw were fractured.pre-existing condition noted on the per were 'low bone density ¿ type iii'. The reported device had been placed on tooth #24 (fdi) for approximately 4 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - biomet 3i dental implant IFU, p-iis086gi rev. I 2022/04 information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component damage. Screw DHR, sterilization, and complaint history review: DHR, sterilization, and complaint history review could not be performed (screw), as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trending review: mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
It was identified during investigation a fracture screw. Doctor confirmed the event upon follow up.